Event description:
Boston scientific received information that during a replacement procedure, this right ventricular (rv) lead displayed high out of range shock impedance measurements. The physician performed a shock test at 21j and the impedance measurements were still higher but within range. All other pacing and sensing measurements were within acceptable parameters. The physician decided to not make any changes to this rv lead and the patient will be followed on latitude. The new device was successfully implanted. No adverse patient effects were reported.

Event description:
Additional information indicates that the newly implanted cardiac resynchronization therapy defibrillator (crt-d) and rv lead continued to exhibit high, out-of-range shock impedances. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be udpated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.